Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttg and lot number, 108761208 combination found no related information if additional relevant information is received, a follow-up report will be submitted

Event description:
It was reported that on (B)(6) 2014, patient underwent a bi-lateral tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-tttg (lot 108761208) ((B)(4)), femoral implant ar-503-pslh (lot 108761213) ((B)(4)), bearing implant ar-503-bg12 (lot 77941245) ((B)(4)) and patella implant ar-504-psc9 (lot 113601324) ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, (B)(6). Patient medical records dated (B)(6) 2016 noted upon examination of the left knee with palpation the knee demonstrated medial and lateral joint line tenderness (diffuse tenderness throughout the knee and hypersensitivity to light touch) with trace effusion of the left knee. Records noted left knee x-ray showed prosthesis in place with mild lucency around the tibial component.